Event description:
Device malfunction: difficult to remove/locator wing breakage. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the starclose se device attempted arteriotomy closure of a femoral artery after an interventional procedure. Reportedly, the device was difficult to remove from the artery. The physician attempted unsuccessfully to release the locking mechanism on the thumb advancer through the access ports and the safety release button per the instructions for use. The device was ultimately removed using counter-traction and assertive pull. After the device was removed from the pt's anatomy, it was noted that the locator wing was "broken" and remained attached to the device. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The customer will not be returning the device for evaluation. The lot number was not identified; therefore, a device history record review could not be performed.